Event description:
Pump used for the first time (4 days of use) with error 42 (downstream pressure sensor). Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Several technical error 42 were found upon starting of the device but also three of them were triggered during infusion. The reported device was received in (B)(4) for investigation. Several tests were performed during three days but the reported event could not be reproduced. No defect on pressure sensor could be found during visual inspection (assembly, soldering, connection). The reported event seems due to a defective pressure sensor giving random deviation of value. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.